Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china (osh). Osh returned the electrical circuit board installed in the subject device to omsc. Omsc installed the subject electrical circuit board in omsc asset and checked, found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the reported phenomenon had occurred during the installation, it is surmised that excessive static electricity had been applied to the hd/sd sdi out terminals between the unpacking and the installation, it caused the failure of sdi driver ic on the subject electrical circuit board. Therefore there was the possibility that the reported phenomenon was attributed to the handling during the installation. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the delivery acceptance inspection, the image signal could not be output from the hd/sd sdi out terminals. There was no report of patient injury associated with the event.